Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint samples were evaluated and the reported event was confirmed. One g7 neutral e1 liner 36mm I and one g7 hi-wall e1 liner 36mm I was returned and evaluated. Upon visual inspection both of the devices have damage to the locking features. The g7 neutral e1 liner 36mm I also has impact marks to the lip of the device. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices: 010000939 3912243 g7 hi-wall e1 liner 36mm I; unknown shell. Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 00613.

Event description:
It was reported that during surgery, the surgeon tried to seat the liner into shell and couldn¿t get it to seat. The surgeon then opened a second liner and tried again with the same result. Finally, a duel mobility liner and was successful. There was a 15 minute delay in the procedure to retrieve another liner. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.